Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in power supply unit, the power could not be turned on. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in power supply unit, the power could not be turned on. The most probable cause of the complaint was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that water entered the video processor during the procedure. There were no reports of patient harm.